Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the 4 way valve is not shifting. Additional malfunctions are the valve operator is stuck and the hose clamps and zip ties leak.